Event description:
It was reported that the wake button on a customer's pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level, as it remained within the normal range. Customer technical support instructed the caller on proper button-pressing techniques, verified warranty status, and arranged for a replacement pump to be sent. The customer agreed to use the current pump as backup therapy, understood how to put the pump into storage mode, and acknowledged instructions to return the problematic pump with a pre-paid label within 10 days.